Event description:
The customer reported that while in patient use the ventilator gave inaccuracy of volume. Five hundred (500) is set and 600 is being read on the monitor of the vent. The vent tester is showing a value of 620. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine and turbine interface pcba. Unit came up vent inop with motor fault, circuit disconnect, and low ve. Replaced the turbine interface pcba with known good turbine interface pcba. The issue was corrected with the new turbine interface pcba. Findings/root-cause: the issue was duplicated and isolated to the turbine interface pcba. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). Following the completion of FDA audit on 10/30/2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.